Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral hernia the procedure performed was ventral repair, separation of abdominal wall components and placement of mesh. On (B)(6) 2016 - the patient underwent a subsequent procedure for ventral hernia repair, recurrent, with component separation and mesh placement with pre-op and post-op diagnosis was ventral hernia, multiple. On (B)(6) 2017 - the patient underwent a procedure for removal of infected abdominal wall mesh and the pre-op and post-op diagnosis was infected abdominal wall mesh. On (B)(6) 2017 - the patient underwent a subsequent procedure for removal of infected abdominal wall mass and wound vac placement with the pre-op and post-op diagnosis was infected abdominal wall mass. The patient experienced pain, adhesions, infection, seroma, and granulation tissue.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. The patient experienced infection, open wound, pain, seroma, and granulation tissue. The patient underwent ventral repair, separation of abdominal wall components and placement of mesh procedure for removal of infected abdominal wall mesh, removal of infected abdominal wall mass and wound vac placement.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. The patient experienced infection, open wound, pain, seroma, abdominal wall mass and granulation tissue. Post-operative patient treatment included removal of infected abdominal wall mesh, removal of infected abdominal wall mass, wound debridement and wound vac placement.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. The patient experienced infection, open wound, pain, seroma, abdominal wall mass, granulation tissue, recurrence, and inflammation. Post-operative patient treatment included removal of infected abdominal wall mesh, removal of infected abdominal wall mass, wound debridement, wound vac placement and medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. The patient experienced infection, open wound, pain, seroma, abdominal wall mass, granulation tissue, recurrence, inflammation, necrosis, mesh infection, pocket of thin turbid fluid, fibrinous gelatinous material, redness at edge of wound, fibrinous exudate, abscess, enterocutaneous fistula. Post-operative patient treatment included removal of infected abdominal wall mesh, removal of infected abdominal wall mass, wound debridement, wound vac placement, medication, hernia repair with mesh, washout of the abdomen and subcutaneous tissues, exploratory laparotomyceliotomy.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. The patient experienced infection, open wound, pain, seroma, and granulation tissue. Post-operative patient treatment included removal of infected abdominal wall mesh, removal of infected abdominal wall mass, wound debridement and wound vac placement.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.